Event description:
It was reported that the patient was symptomatic. The pulse generator exhibited an inappropriate rate response. After a sensor adjustment, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).